Event description:
Report received of a general complaint of several incidents of leaking and blood back-up at the luer connection of the clave extension sets. The reporter could not recall any specific patient or event data. It was reported that the events were occurring on the bone marrow treatment unit. The reporter stated that reporter was concerned that the option lock on the sets didn't secure well. It was reported that the problems were caught as they occurred and the nurses were able to manipulate the sets to assure the option lock was secure. There was no report of this occurring during any critical therapy. Although it could not be confirmed, it was thought that some patient's peripheral IV access lines may have clotted. There were no reports of patient harm or adverse patient effect. The reporter stated that the sales representative was in the facility and the issue was discussed. The sales representative reviewed the technique with the reporter and thus far no further problems have occurred. Although requested, no additional information was available.